Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call on (B)(6) 2017, that the insulin pump had a blank display. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. Customer is a (B)(6) female and weighs (B)(6) pounds. The customer was asleep and woke up to the pump vibrating and not turning on. Cracks were noted are the insulin pump, and the reservoir was scratched from her dog biting. Troubleshooting was performed; the 10 minute battery reset failed because she could not remove the battery cap. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic assembly. Unable to perform testing due to blank display. Unable to confirm damage battery cap due to unit was received with out the original battery cap. Unit also received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and dog chew marks on reservoir tube.